Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a, corrected data: n/a.

Event description:
It was reported that "the problem of not being able to bite into the skin and the staple not firing is constantly repeated during use on patient". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the first three staples appeared misaligned. The distal points of one staple appeared to be overturned. No signs of flash were observed within the cover block, the bottom appeared properly aligned, and the saddle spring was intact. There were no clear signs of biological material on the device. The trigger was returned not engaged. The stapler was received with 25 staples remaining in the cover block, indicating that at least 10 staples were fired by the end user. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon functional inspection, the first staple was overturned, could not be fired, and had to be manually removed. The next staple formed and fired properly. To simulate skin insertion, the stapler was fired into a simulated skin pad. The next 11 staples were successfully applied to the simulated skin pad. The device was disassembled and die casting anomalies were discovered on the forming tool. No other defects or anomalies were observed. It appeared that the staple misalignment prevented the remaining staples from consistently firing correctly. The source of the staple misalignment could not be conclusively determined. A device history record review was performed, and no relevant findings were identified. The reported complaint of "misfire/jam-staples not forming/closing" was confirmed based upon the sample received. The returned stapler revealed that the first three staples were misaligned. Upon functional inspection, the first staple was overturned and unable to fire properly. The staple was manually removed, and the sample was disassembled. Die casting anomalies were discovered on the forming tool. No other defects or anomalies were observed. It appeared that the staple misalignment prevented the remaining staples from consistently firing correctly. The source of the staple misalignment could not be conclusively determined. A non-conformance was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "the problem of not being able to bite into the skin and the staple not firing is constantly repeated during use on patient". No patient harm or injury. The patient status is reported as "fine."